Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a bacteremia infection and the pacemaker system was then extracted. The patient condition was stable before, during, and after the procedure. Related manufacturer reference number: 2017865-2019-10563, 2017865-2019-10564.